Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was unable to be reproduced. Door not fully latched alarms were confirmed through the event history log and were determined to be caused by failed link screws loose inside the pump causing the latch pin to become stuck in the down position. The failed link screws were replaced.

Event description:
It was reported that a spectrum pump alarmed close door. It was also reported that there was no pt injury.